Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch and no issue was observed. The sensor date was successfully extracted using an approve software. The sensor was found to be in sensor state 7 with event code 11, 224, and 227, and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error introduced by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. The returned sensor was de-cased and visual inspection has been performed on pcba (printed circuit board assembly) and no issue were observed. The returned battery was measured to be within specification. Sensor was placed into pcba test fixture and performed smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly. Sensor thermistor testing was within specification, indicating the sensor was providing accurate glucose readings. An extended investigation has been performed on the returned sensor and no issues were observed. Attempted to extract data from returned sensor but the sensor did not read. Observed that the antenna had been damaged due to de-casing and is unable to re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate and functionality testing is unable to be performed without the antenna connected. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.